Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all users was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the backup retention value was lower than 14 days. A technical support specialist determined that the database server was not within specification and planned to increase disk space on the server soon. In the meantime, the tss added a cleanup task to the backup. The tss then provided the steps to change the backup retention procedure connections to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all users was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.